Manufacturer narrative:
Insulin pump received with an intermittent esc button response due to flattened button dome switch. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported a button error alarm. The mother stated the esc button feels loose. The customer's blood glucose was 229 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.